Event description:
Health professional reported an alleged prolapsed band. The pt presented with no restriction and an upper gastrointestinal was performed that was positive for a prolapsed band. The lap-band system was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. The reporter of the event had no further info regarding the device serial number. Band slippage is a surgical//physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to bend deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."